Event description:
It was reported by repair work order that the head left siderail was stuck down due to a damaged timing link. It was also reported that the power cord ground path was compromised as the sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.